Manufacturer narrative:
The insulin pump was received with no act button response due to corroded keypad traces. Analysis was unable to verify for loud vibrator anomaly due to no act button response. The insulin pump was received with scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked on battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the act buttons was working intermittently. The customer's blood glucose was unknown at the time of incident. The customer mentioned that the insulin pump was vibrating too loud. The customer stated that the insulin pump was dropped. The customer stated that the anomaly persisted after battery change. The insulin pump will be returned for analysis.